Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level was approximately 348 mg/dl.